Event description:
It was reported that the patient experienced "positional sensitivity", so the device was replaced with a sensor. There was no patient injury.

Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The device was functionally okay. Analysis of the boot found no anomaly.